Event description:
It was reported that during use "plastic" foreign matter was in tube and there were abnormal platelet counts with a bd vacutainer® k2e 7.2mg plus blood collection tubes. Impact to patient was not reported. The following information was provided by the initial reporter: I was wondering if you could direct me to the appropriate person regarding plastic found in an edta tube please? Last week one of our scientists have found a plastic inside the edta tube when performing a clot check. We queried to the ward and they said that they did not open the lid to collect the sample. Abnormal platelet count.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fm in the with the incident lot was observed. Additionally 200 retain samples were visually examined but did not identify any products with the reported failure code. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the prod see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use "plastic" foreign matter was in tube and there were abnormal platelet counts with a bd vacutainer® k2e 7.2mg plus blood collection tubes. Impact to patient was not reported. The following information was provided by the initial reporter: I was wondering if you could direct me to the appropriate person regarding plastic found in an edta tube please? Last week one of our scientists have found a plastic inside the edta tube when performing a clot check. We queried to the ward and they said that they did not open the lid to collect the sample. Abnormal platelet count.